Event description:
The needle/stylet assembly detached from the safety shield, exposing the soiled needle.

Manufacturer narrative:
The sample is available for eval. Add'l info regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).